Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that myocardial infarction and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to unstable angina and the index procedure was performed. The target lesion was a de novo lesion extending from proximal to mid right coronary artery (rca) with 90% stenosis and was 38mm long with a reference vessel diameter of 3.00mm. The target lesion was treated with pre-dilatation and placement of a 2.75x38mm promus element¿ plus drug-eluting stent. Following post-dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented with sub-sternal chest pain and was diagnosed with non-st segment elevation myocardial infarction (nstemi). Subsequently, the patient was hospitalized and coronary angiography was performed. On the same day, the 99% isr located in the mid rca was treated with balloon angioplasty and placement of a 3.0mmx22.00mm non-bsc drug-eluting stent. Following post-dilatation, residual stenosis was 0%. Additionally, the 70% isr located in the proximal rca was treated with balloon angioplasty and placement of a 3.00mmx18.00mm non-bsc drug-eluting stent. Following post-dilatation, residual stenosis was 0%. The following day, the event was considered resolved and the patient was discharged on clopidogrel.